Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not turn back on after having it in storage mode. Tandem technical support advised the customer to plug the pump into a power source for an hour. Although multiple attempts were made by tandem technical support to confirm if pump powered on, customer did not reply.